Event description:
(B)(4). Initial info rec'd from a physician on 21-aug-2008: a female pt had rec'd several injections with poly-l-lactic acid (sculptra) on an unspecified date or dates over one and one half years ago to the sub-orbital region and cheeks. Physician reported that the pt had a face lift 6 weeks ago, (date not specified), and developed nodules at the areas that she previously had the poly-l-lactic acid, described as "developed nodules at the perimeter of where sculptra was injected." Onset of the nodules not specified. Lot number/expiration date and concomitant medication and medical history were not provided. Add'l info for sculptra (lot # and expiration date - not provided) from (B)(4). Batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.